Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 10mg/ml; 2.5mg/day and bupivacaine 10mg/ml; 2.5mg/day via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2017. Patient weight was unknown. Medical history was asked and will not be made available. It was reported the patient heard ¿ppm¿ alarming and called the physician. The pump was interrogated and a motor stall was identified. The physician prescribed oral medication and was scheduling a replacement. Surgical intervention was planned but not scheduled. The issue was not resolved. Patient status at time of this report alive - no injury. No environmental/external/patient factors may have led or contributed to the issue. No further complications were reported.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Eval code - conclusion code ¿ (B)(4) is being updated to (B)(4) for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep). The pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient had failures of motor stall and delivery failure. The injuries indicated were withdrawal, failure of therapy, pain, surgery, and hospitalization.